Manufacturer narrative:
Add'l serial# (B)(4). In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a positive abs result should undergo retesting and because any abs positive sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user or device may arise due to a carry-over event. The correct function of the affected reagents were proved by testing the retention samples of our quality control lab in tango. All positive and negative reactions were correct. We did not observe any false positive reactions. According to the intended use of the also affected reagent solidscreen ii anti-d blend the test is used to test donor samples which have been tested negative with igm anti-d on erytype s on the tango. The customer tested rh(d) positive samples. Therefore we da not exclude a customer handling error. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Event description:
Customer ran weak d testing on an rh positive sample immediately followed by a negative rh sample and the rh negative sample tested positive. The rh positive sample was ab positive (weak d 4+) and the rh negative sample was 0 negative (weak d 3+). She ran the same sample on each of her 4 tangos and got varying results (sn (B)(4)). Date sample available: (B)(6) 2011, all samples showed hemolysis, plasma coloured red.